Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose level was 50 mg/dl. The insulin pump alarmed no delivery when priming. The customer treated his blood glucose level with juice. The insulin pump did not alarm failed battery test after troubleshooting. The device was not returned.